Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered. The right ventricular (rv) lead exhibited oversensing including high sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 565 ventricular (v)-sics since previous session 10 hours ago. 16 episodes with v-v intervals <(><<)> 220 ms between 2015-10-07 and 2015-10-10. Apparent non-physiological noise oversensing seen on electrograms for episodes. Lead failure predictor triggered on 2015-10-05 and 2015-10-10 for v-sics >/= 30 in 3 days and 2 or more ventricular tachycardia (vt)- non-sustained. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered. The right ventricular (rv) lead exhibited oversensing including high sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.